Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a hematoma was found at the patient's ipg site. Their doctor provided restrictions to help address the issue. The patient also plans to apply dressings to their ipg site. Follow-up revealed the patient is wearing an abdominal binder and will continue to be monitored by their doctor.

Event description:
Follow-up revealed the patient's issue has resolved.